Manufacturer narrative:
The insulin pump had no vibration during the self test due to a broken vibrator motor wire. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump does not vibrate anymore. Customer stated that the issue started happening a week ago. Customer was assisted with changing the alert type but it was found that the pump did not vibrate when it was set back to vibrate. Customer was assisted in running the self test but the pump did not vibrate. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.